Manufacturer narrative:
Device evaluation: one medfusion pump was returned for investigation in used condition. Event log history was performed and indicated that check syringe plunger sensor was recorded in history. During analysis, the reported issue was able to be duplicated. The timing plates in the plunger head were not set properly for the plunger error issue. Impact on case damage. Service reset timing plates in the plunger head and replaced damaged top case.

Event description:
It was reported that front case is damaged and check plunger sensor error was experienced.

Event description:
Additional information received via email: the pump error was discovered during setup. The pump was not used on a patient.

Manufacturer narrative:
Other text: this remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information b5, no patient involvement. Correction: the root cause of the issue was due to the customer did not properly set the timing plates in the plunger head., corrected data: d1, h6 and see comment in h10.

Manufacturer narrative:
Returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source is unknown. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.